Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the lead exhibited intermittent capture. No intervention was performed. The patient was in stable condition.